Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, initial implant placement and bone quality are contributing factors. The exact root cause could not be determined without the pre and post op x-rays. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised to address the backout of a lag screw.